Manufacturer narrative:
Explant date: not applicable, as the lens implanted. Initial reporter telephone number: (B)(6). Device evaluation: product testing could not be performed as the product was not returned (the lens remains implanted, foreign particle discarded). The reported complaint cannot be confirmed. Manufacturing record evaluation: a review of the manufacturing records shows that the units were released within specification. A search revealed that no other complaints have been received for this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Since the sample of the complaint product was not returned, it is not possible to determine a malfunction and/or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that initially there was what appeared to be a scratch on the intraocular lens (iol) after insertion, however, upon irrigation it was a residue that could be moved and cleaned away with irrigation aspiration. A non-johnson & johnson cartridge/injector was used. The lens remains implanted, and there was no reported patient impact or medical intervention. The patient is fine. No further information available.